Manufacturer narrative:
Batch review performed on 8 july 2019: lot 115294: (B)(4) items manufactured and released on 13-mar-2012. Expiration date: 2017-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 7 years from the primary due to pain caused by a potted and loose stem. The surgeon revised the stem, liner and head. The surgery was completed successfully.